Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised that they could continue to use the pump and to call back if the malfunction reoccurred.